Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not responsive. The customer's blood glucose was 156 mg/dl at the time of incident. The customer was also advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.